Event description:
The suspect device user was weak. They were obtaining increasing glucose results and the other day doubled their oral meds. When they used the suspect device they obtained a result of 144 mg/dl. They were taken to the hosp in an ambulance and their glucose via a lab was 30 mg/dl. They were treated with 50 cc of dextrose by injection. Controls were not used. The device was replaced and requested to be retruned for evaluation.